Event description:
It was reported that the device alarm sounded. The alert for a left ventricular lead had been programmed on when the patient does not have a left ventricular lead. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.